Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-11-2017 with the following findings: the display was dim and discolored. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and discolored. This report is made based on results of investigation completed on 04-11-2017.